Event description:
It was observed during the device evaluation, the light guide cover glass of the universal cable and light guide connector of the colonovideoscope had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where foreign material remained on the light guide cover glass of the universal cable and light guide connector. However, the foreign material could not be identified nor a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.